Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The report of the device not recognizing pads and displaying "check pads" message was not observed during evaluation. The device passed bench vibration testing, paddles testing, and pads testing without issue. Review of the device's log file did not indicate any device malfunction. No discrepancies were observed during internal inspection. Accessories were not provided for evaluation. No fault was found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads and displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.